Event description:
The customer reported via phone call that the insulin pump had scrolling numbers during a bolus attempt. She stated that she went to input her blood glucose value into the bolus wizard when the numbers would not stop scrolling on the screen. She removed and reinserted the battery, after which the insulin pump alarmed button error. The customer's blood glucose was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly per failure analysis testing. However, corroded keypad traces were found during testing. No button error alarm occurred during testing. No unexpected numbers scrolling was observed during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked liquid crystal display window.